Manufacturer narrative:
Device not returned.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the strain relief came off the main power cord. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.